Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump switched off twice, once at 6 a.m. And again at 11 a.m. The customer required a back-up iabp. There was no patient harm or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump switched off twice, once at 6 a.m. And again at 11 a.m. The customer required a back-up iabp. There was no patient harm or adverse event reported.

Manufacturer narrative:
The suspected power supply was returned to the getinge national repair center (nrc) for further investigation. A senior repair technician of the nrc inspected the power supply and no visual damage was observed. The technician installed the power supply into the cs300 test fixture and tested to factory specifications per cs300 service manual. Testing failed; after running for 45 minutes the pump shut down with a system failure alarm. The power supply has been sent to the supplier for failure analysis per procedure. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump switched off twice, once at 6 a.m. And again at 11 a.m. The customer required a back-up iabp. There was no patient harm or adverse event reported.

Manufacturer narrative:
The getinge company representative reported that the cs300 was impounded due to investigation for about one year. The company representative has decided to replace the power supply. A long-term test was performed on the iabp unit and it now working to specifications. The unit has been cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump switched off twice, once at 6 a.m. And again at 11 a.m. The customer required a back-up iabp. There was no patient harm or adverse event reported.

Manufacturer narrative:
The power supply was returned by the supplier to the getinge national repair center (nrc) following their evaluation. They reported that they could not verify the reported failure. The supplier updated cr38, fan, cr35 tape and the power supply passed all of their testing. A senior repair technician of the nrc installed the power supply into a cs300 test fixture and tested to factory specifications per cs300 service manual. Testing passed and the power supply was scrapped and retained by the nrc procedure.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump switched off twice, once at 6 a.m. And again at 11 a.m. The customer required a back-up iabp. There was no patient harm or adverse event reported.